Manufacturer narrative:
Additional serial numbers continued.

Event description:
A review of the events indicated that one (1) patient with two (2) samples tested on the galileo neo, automated blood bank system produced inaccurate results. Customer stated one (1) sample was initially tested on (B)(6) 2022 and the antibody screen was positive for anti-jka. A second sample was received on (B)(6) 2022 as the patient returned to the emergency room and was tested on the same instrument. The second screen was negative for anti-jka. We advised the customer to clean the mirror and retake the flat field. Customer was also advised that icteric and lipemic samples should not be tested on the instrument. After cleaning the mirror the customer repeated two (2) tests (samples drawn (B)(6) 2022 and both screens were reported as negative. The same lots of reagents were used for both dates of testing subsequent testing of reagent retention lots and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results.